Event description:
At pt's initial stimulation, testing confirmed out of range impedances. An x-ray indicated migration of the electrode in the cochlea. Programming attempts were made with no success. Further testing and surgery to explant the pt's device is under eval.